Manufacturer narrative:
An event of complete heart block and hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that during implantation procedure, the valve was re-sheathed 3 times (considered to be suboptimal per the IFU). Based on the available information, the cause of the reported complete heart block and hypotension could not be conclusively determined. The reported unexpected medical intervention, and surgical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03 nov. 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The baseline rhythm was noted to be normal sinus rhythm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The patient's annulus perimeter, left ventricular outflow tract and membranous septum were measured as 72.0mm, 68.4mm at 3mm and 3.8mm respectively. During the procedure, the valve was implanted successfully at a depth of 6mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) with three recaptures. It was stated that the patient was noted to have hypotension which insisted the physician to deploy. The patient had a complete heart block after deployment but no paravalvular leak was noted; post-gradient was at 3 mmhg. A temporary transvenous pacer through right internal jugular vein was placed for overnight monitoring. On (B)(6) 2025, a permanent pacemaker was implanted to resolve this event. The patient had a prolonged hospital stay for monitoring of rhythm. The patient was discharged.